Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The customer contacted olympus technical assistance support (tac) via phone. (Tac) provided remote troubleshooting, ultrasound image was present from EU-me2 using sdi video signal to sdi in on cv-190. Verified scope image was present on monitor from sdi out 1 from cv-190. Location is using sdi out 2 on cv-190 to printer. While attempting to route video to secondary monitor contact advised a case was about to start. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation a presumed cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the monitor had no image during inspection for use. There were no reports of patient involvement.